Event description:
Mentor smooth saline breast implants under the muscle in (B)(6) 2010. A couple years later, multiple issues started showing up with no other medical explanation. Fatigue, anxiety, heart palpitations, sensitivity to heat, low libido, sensitivity to caffeine, headaches, dizziness / vertigo. Thinning hair, thinning eyebrows, muscle pain and weakness, extreme muscle knots in shoulders, neck pain, more frequent illness (colds etc).